Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons around five years ago. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.